Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient¿s parent reported that the device ¿was not reading,¿ and no cgm (continuous glucose monitoring) values were available on (B)(6) 2025. No error messages were noted. The patient was using an omnipod insulin pump, but it was unclear whether the display device in use at the time was the pump itself or a cgm app on a mobile phone. No blood glucose (bg) finger stick values were provided. Following the realization that the device was not reading, the patient developed symptoms including elevated blood pressure, increased heart rate, and an unspecified high blood glucose level. Due to the lack of cgm readings, the parent transported the child to the hospital. Details regarding the aid (automated insulin delivery) system¿s rate and function at the time of the event were not specified. The patient received IV fluids and was discharged in stable condition the following morning, on (B)(6) 2025. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. On the date of the event 07/15/2025 the user started the day with high readings and alerting the user to a high glucose condition. This alert repeated until it was auto cleared at 12:43 am when the users estimated glucose value (egvs) went back into target range. From early morning until 4:13 pm the users egvs were within target range. The users egvs then began to rise quickly, and a rise rate alert was triggered, followed soon after by another high glucose alert. At 5:51 pm, while the cgm was reading high, the user entered a bg calibration of 273 mg/dl which brought the egvs back to within target range. The users egvs then remained within target range throughout the rest of the day. All alerts functioned as designed. Insulet reviewed the omnipod 5 data and stated that ¿the automated algorithm was functioning as intended and delivering the appropriate amount of insulin respective to estimated glucose values received while the system was used in automated mode. The system was correctly delivering the user¿s basal program while in manual mode¿. A review of the performance data indicates that the sensor session started at 1:08 pm on (B)(6) 2025. The session lasted 7 days and 12 hours when it was stopped at 1:08 am on (B)(6) 2025. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.